Event description:
It was reported that the surgeon inserted a competitor's lens and the haptic was torn during insertion. There was no patient injury reported.

Manufacturer narrative:
A lot search was performed on the injector and there were four similar complaints found.